Event description:
Manfuacturer's reference number: (B)(4).

Manufacturer narrative:
On 27th august, 2020, getinge became aware of an issue with prismalix surgical light. As it was stated, plastic was chipping from camera¿s handle used together with the light. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as a crack of plastic on the camera¿s handle had occurred, leading to missing plastic particles ¿ and thereby it contributed to the event. It is unknown if the device was being used for the patient treatment at the time of the event. The manufacturer¿s subject matter experts have investigated the issue and the probable root cause has been established. The investigated issue was observed on, in particular, a video zoom capable sterilizable handle. In particular it could be noticed that the round surface at the center of the sterilizable handle for zoom cameras was rough. Small plastic bumps and cracks were visible on the provided pictures. Such issue in itself is evaluated to not impact the good/correct use of the sterilizable handles or the device, and that the user will be able to use the handle without any degradation of the performance of the device. Following the investigation of the involved subject matter experts, should any defect like plastic bumps be present on the sterilizable handles after manufacturing, they may be detected during the preparation procedures before the first use as indicated in the IFU of the handle. Furthermore handles will be cleaned, disinfected, and sterilized prior to use and any plastic bumps that are likely to disengage from the handle will be removed during the cleaning/disinfection process, as the handle will be subject to forces from cleaning that are assumed magnitudes greater than any foreseen during normal use. Moreover, since 1st of october 2019, the supplier set up an action plan in order to prevent or reduce this phenomenon. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 27th august, 2020 getinge became aware of an issue with prismalix surgical light. As it was stated, the plastic was chipping from handles used together with this light. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination.